Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm tested the iabp but could not duplicate the issue. All display cables were checked, the video received cable appeared slightly worn so it was replaced. The iabp was burned in for two hours and deemed safe to operate and returned to clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen goes blank. There was no patient involvement, and no adverse event reported.